Event description:
Legal case ¿ USA (master case no. (B)(4). It was reported via legal documentation that approximately 106 months after a right total hip replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-1729-2022.